Manufacturer narrative:
The field service engineer determined the sample was hemolyzed. The ise flow path, fluidics, and vacuum system were checked; no problems were found. The customer ran calibration and controls and the results were accepted.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, cl for gen.2 on a cobas 6000 c (501) module. The reporter stated that when they initially ran the sample, they did not realize it was hemolyzed. The initial sample results were reported outside of the laboratory and did not fit the clinical picture of the patient. The sample was repeated twice, but the customer did not know which results were correct. The sample initially resulted in a na value of 123 mmol/l. The sample was repeated twice, resulting in na values of 135 mmol/l and 139 mmol/l. A repeat value of 135 mmol/l was reported outside of the laboratory. The sample initially resulted in a cl value of 113 mmol/l. The sample was repeated twice, resulting in cl values of 102.6 mmol/l and 99.9 mmol/l. A repeat value of 100 mmol/l was reported outside of the laboratory. The na and cl electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. Quality controls were within range. There was no indication of a reagent performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The issue is consistent with incorrect pre-analytic sample handling.